Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
This spontaneous report was received on (B)(6) 2026 via email from a female consumer of unspecified age in association with welly flex fabric refill pack bandages. On an unspecified date, the consumer applied the flex fabric bandages overnight for approximately seven hours and experienced rash. The consumer reported having sensitive skin. She used neosporin and benadryl cream, which seemed to clear the rash a little bit. She did not seek medical attention. No new information was provided. Two attempts to reach the consumer via email on 27-may-2026 and 12-jun-2026 were unsuccessful.